Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing episodes were observed when an asymptomatic patient presented in clinic for normal device check. Review of session records showed lead noise which was reproducible through isometrics. There was also an increase in threshold. Lead was capped and replaced on (B)(6) 2016. Patient tolerated the procedure well and will be followed-up normally.